Event description:
The account stated the siderail does not latch automatically. They have to push down on the latch to have the siderail latch properly.

Manufacturer narrative:
The tech found the latch plate had a slight bent in it, causing it to rub against the rubber on the rail guard. The latch plate didn't appear to have been damaged while in use. He straightened the latch plate to repair the bed.